Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). In response to the inquiry if the issue had been caused by normal battery depletion, the hcp replied ¿unknown,¿ that the patient hadn¿t been in the office since (B)(6) 2020. No further complications were reported at this time.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they had a return of incontinence, especially at night. They tried to increase the amplitude on program two, but saw the upper limit screen at 2.6 volts. They changed to program three with an amplitude of 4.3 volts. Their issue was not resolved through troubleshooting, and the patient was redirected to follow up with their healthcare provider. Additional information was received from the patient. They called back reporting the upper limit message. The patient had contacted their managing physician's office and was told that they did not set an upper limit and to contact the manufacturer. Patient services reviewed the potential reasons for the upper limit message and recommended that the patient schedule an appointment with their managing physician's office for further troubleshooting to determine the cause. The patient mentioned that it would be some time until they could follow up with their managing physician. Additional information was received from the patient. They reported that the cause of the inability to adjust stimulation on program two was unknown. The issue was not resolved, but no further action was planned. Additional information was received from the patient. They reported that to resolve the issue, they would be getting a new device. They were scheduled for surgery on (B)(6) 2020.